Event description:
It was reported per email: the wife stated patient experienced severe chest pains, elevated heart rate at 189 bpm then the pump began alarming and screen was blank. Switched to backup pump and symptoms resolved. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.